Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed that the patient experienced incontinence due to atrophy. The cuff component was explanted and replaced in a more proximal position, while the existing system remained in use. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.